Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a break in the cable. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a tumorectomy. The rep indicated that the active frame fractured. There was a less than one hour delay in procedure as a result, but there was no change in patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 961-339, serial/lot: (B)(4), ubd: , UDI: (B)(4). 2019-07-30. Analysis of the returned cranial frame found damage. When connected to a known good system, led #3 was not firing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.